Event description:
It was reported that the medical professional could not interrogate generators when using the tablet. Troubleshooting was performed and the connection of the usb cable to the tablet was suspected to be at fault. The return of the suspect usb cable is expected but it has not been received to date. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Event description:
An analysis was performed on the returned usb cable and the reported allegation was not verified. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.

Event description:
The suspected usb white cable was returned to the manufacturer on 11/02/2015. Analysis of the usb white cable is underway but it has not been completed to date.